Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
A report was rec'd that the pt was explanted due to pocket discomfort. The physician explanted the scs system and the pt was reportedly doing fine.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4).no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed an outlier result for an architect (B)(6) surface antigen assay negative control when reaction vessel lot 71558p100 was in use. No error message was generated for the outlier result. Abbott verified the analyzer maintenance is up to date. Troubleshooting procedures were performed, however the issue was not resolved. There was no impact to patient management.